Event description:
It was reported the device was alarming with blank screen. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 11/27/2024. One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the corroded battery port was the root cause. The rear housing was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.